Event description:
It was reported during an ankle reconstruction it was discovered the trip dot was tripped. The dot on the outside package was not tripped but the inside dot was. This was discovered in the middle of the case. It was replaced with another implant and case was completed with no further issues. The patient is fine to date.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One opened carton containing an ar-1688-cp, batch 10327393 internal brace kit was received for investigation. Visual inspection identified that both ends of the tertiary packaging had been opened, and a partially removed, untripped temperature indicator label was hanging off of one end. Upon removal of the secondary packaging, it was noted that the temperature indicator label fixed to the secondary packaging had been tripped. No damage (rips, holes, etc.) Was noted, and as such, the sterile barrier had been maintained. The most likely cause for the reported failure can be attributed to environmental damage incurred from storage conditions.